Event description:
An eye care professional reported that a patient refit to night & day contact lenses continued to wear lenses despite experiencing redness and irritation, right eye, after 2 nights extended wear. He purchased unspecified eye drops for conjunctivitis. Vision good all day, but symptoms continued to worsen. He removed lenses late evening. He reinserted lenses next morning despite very red eyes and went to work. He sought care from eye care professional who referred him to the local hospital. A corneal ulcer, right eye, located outside the visual axis was diagnosed. A microbiological culture of the conjunctiva of the patient's right eye identified the presence of staphylococcus aureus. The patient was hospitalized for treatment for 5 days. Treatment consisted of floxal eyedrops, gentamycin eyedrops, cinacef IV, and mydriatics. No loss of visual acuity is reported. Visual acuity upon release from the hospital is reported to be in both eyes 1,0.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer". As there was no product returned or lot information provided, no detailed investigation can be performed.